Event description:
Pt coded and began vomiting. Physician attempted intubation. Suction was connected, operated properly for a short time, then flutter valve sealed off causing suction to malfunction. Pt wxpired, but death is not attributed to the malfunctioning suctioning canister.

Event description:
Pt coded and began vomiting. Physician attempted intubation. Suction was connected, operated properly for a short time, then flutter valve sealed off causing suction to malfunction. Pt expired but death is not attributed to the malfunctioning suction canister.